Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 test with an unknown sample type performed on (B)(6) 2025. Approximately four hours later on the same day, an antigen test was performed with an unknown sample type and generated a positive result. The customer stated the patient had a high fever. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m907697 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/lot: 000m907697, test base part number 192-430/lot: 000m907697. The lot met the required release specifications. A review of the complaints reported as false negative patient results related to kit lot 000m907697 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 test with an unknown sample type performed on (B)(6) 2025. Approximately four hours later on the same day, an antigen test was performed with an unknown sample type and generated a positive result. The customer stated the patient had a high fever. No additional information, including treatment and outcome, was provided.